Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgment was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation prior to use of the 3.5 x 33 mm xience xpedition stent, the stent implant was noted to be dislodged. The device was not used on the patient. The procedure was completed using another of the same size stent. There was no difficulty reported during removal of the protective sheath. There was no clinically significant delay of procedure reported. No additional information was provided.